Event description:
It was reported the patient had their "peripheral leads removed and replaced with paddle leads." It was stated the patient had surgeries on "(B)(6) 2010 and (B)(6) 2010", but the details of these procedures were not reported. The following was also reported: "lower leads suspected fractured wires and upper anchors migrated in less than seven months with no known trauma to attribute this to." It was stated the patient was no longer having problems with their device system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).